Event description:
Strips were giving multiple error reading and inaccurate blood glucose reading. Pt used them in his machine and also tried in the hosp machine, same results with errors. Feel strip defective.